Manufacturer narrative:
The following devices were also listed in this report: mrh tib rot comp xs-xl; cat# 64812100; lot# 086149. Mrhk bumper insert - neutral; cat# 64812130; lot# lez514. Mrhk tibial sleeve; cat# 64812140; lot# lex912. Gmrs dist fem comp sml r 65mm; cat# 64952020; lot# ayy6k. Gmrs small femoral bushing; cat# 64952105; lot# ley286. Gmrs small femoral bushing; cat# 64952105; lot# lez502. Gmrs small axle; cat# 64952115; lot# ctd10661. Gmrs extension piece 40mm; cat# 64956040; lot# axx3x. Gmrs extension piece 50mm; cat# 64956050; lot# aa23j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right femur was revised due to possible infection. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Update 22/jun/2018: all reported devices were explanted.